Manufacturer narrative:
It was determined that this rv lead had fractured. The rv lead was surgically abandoned and replaced with a non-bsc lead. This crt-d and the lv lead remained actively in service without further issue. To date, information suggests that these medical devices remain actively in service. As new information becomes available, this report will be further evaluated and updated. Until then, the investigation remains open.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator in association with this transvenous right ventricular (rv) lead and transvenous left ventricular (lv) lead did exhibit greater than 2,000 ohms pace impedance measurements respectively. There was some noise present on the episodes that were viewed. As a result of noise oversensing, the patient did receive some inappropriate shocks. The patient had had a fall about one month prior.